Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01049, and 3005099803-2011-01050 address these devices it was reported to boston scientific corporation that two radial jaw 4 single use biopsy forceps large capacity devices were used during a colonoscopy procedure. According to the complainant, after introducing the forceps into the patient, the jaws were not able to be fully opened or closed. A second forceps was then used, but the same issue recurred. The procedure was completed with a third radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.